Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon of the probes deflated due to the possibility that the balloons of the probes were not airtight. This management was reported to be risk factor for pneumopathy acquired under mechanical ventilation, inhalation, desaturation. The patient was given medical treatment, but no non-prescription treatment.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The complaint was forwarded to the supplier (iawa) and requested a detailed investigation. Based on the supplier's analysis of batch manufacturing record (device history record) as well as pre-dispatch inspection data and testing of retained samples, it is concluded that the product was released after complete analysis and meeting the specification as per standard and no deviation is observed during any stage.